Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection and displaced cylinders. The cylinders were not distal and had migrated proximally. The patient is a paraplegic, and this requires the patient to insert a catheter, which the physician is unsure if this contributed to the event. The infection was treated with antibiotics, the ipp was explanted. There is no additional information reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection and displaced cylinders. The cylinders were not distal and had migrated proximally. The patient is a paraplegic, and this requires the patient to insert a catheter, which the physician is unsure if this contributed to the event. The infection was treated with antibiotics, the ipp was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
Updated describe event or problem b5.